Event description:
It was reported by service report that the side rail could unintentionally drop during use due to a broken side rail assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.